Event description:
A pt underwent breast augmentation in (B)(6) 2008. Subsequently, the pt experienced a suspected rupture of the left implant with auto immune type symptoms. The device was removed in (B)(6) 2010. The device was not returned to mentor for eval.